Event description:
In 2002, a skytron surgical table suddenly went into reverse trendelenburg position during an operative procedure. Attempts to alter the bed position via the pendant control unit or the emergency backup controls were unsuccessful. Preliminary investigation by the hospital revealed that a contributory cause was the partial failure of the battery and ac electrical power systems. The table was returned to the vendor for inspection and repair. The bed had been in operation less than a year and was still under warranty.